Event description:
It was reported that during a da vinci-assisted surgical procedure, the gripper (jaw) of the vessel sealer extend instrument did not work from the first use. The gripper (jaw) mobilized but did not open despite several attempts. Customer used another clamp. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer but was not able to gather any additional information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A review of the information associated with this event has been performed by post market failure analysis engineer. The following additional information was provided: the fae was able to identify the two vessel sealer extend (vse) instrument using the date of the procedure, the part number, hospital name and the RMA number. The system was sk1698. Both the vse instrument has the lot number k11250627. Logs show first vse used was pn 480422-03, lot k11250627-0199. This instrument was installed 3x on universal surgical manipulator (usm) 2. A vio integrated electrosurgical generator unit (iesu) was used with this vse. The vse instrument failed homing on its first install but passed homing on 2 subsequent installs. On install #2, the instrument sealed 5 times without errors, and attempted 2 cuts, both of which were completed per the logs. The instrument did not perform any seals or cuts on the third install, following the completed homing. Internal logs show 1 instance of error 22026 indicating vse homing failed on usm 2. The second vse instrument used was pn 480422-03, lot k11250627-0354. This instrument was installed 2x on usm 2. Initially, the iesu was used with this vse for 9 seal activations (no errors), but the instrument was switched to e-100 generator during the first install and performed 48 total seal/coagulation activations with e-100 across two installs. One of the seals (12th activation on e-100) resulted in a high initial starting impedance error, otherwise the rest of the e-100 energy activations had no errors. Instrument attempted 33 cuts during the first install, the first 30 were completed and the last 3 cuts failed. The instrument was removed and reinstalled after the consecutive failed cuts. On the second install, the instrument passed homing, but did not attempt any cuts, and completed 4 coagulation activations. Logs show 5 instances of error 31009 indicating tool sensors missing on usm 2, with timestamps occurring while the second vse was installed on usm 2. There were no unclamping related errors in the logs for either vse instruments.